Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed. The customer's blood glucose reading at the time of the report was 149 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.